Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - hled. As it was stated, handle lock latch is broken causing the locking rod to come off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Event description:
Manufacture reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. As it was stated, handle circlip is broken causing the locking rod to come off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was confirmed by the getinge technician that the issue had been solved by parts replacement and the device had been returned to service. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due circlip detached from monitor handle which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicate that upon the event occurrence, the device was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incident occurs at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at manufacturer¿s site, the sterizable handle fall is due to locking mechanism disengagement. Two possible causes have been identified but the breakage of the circlip because of oxidation is the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. According to this result, the modification has been applied in maquet sas production line since 09th november 2017. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.